Event description:
According to the complainant, during the procedure, it appeared the device coating frayed or was peeled away. The physician successfully completed the procedure with another sensor urological guidewire. No patient complications were reported as a result of this event. The patient's condition was reported as "good".

Manufacturer narrative:
The lot number for the sensor urological guidewire is not known; therefore, the device manufacture date and expiration date cannot be determined. A visual examination of the returned device revealed the coating scraped along the length of the guidewire. The customer's complaint is confirmed. The most likely root cause is user error.